Event description:
An attempt was made to place the stent/balloon catheter next to another manufacturer's stent already in place in the lad. During attempted deployment, the stent came off the balloon. It was not fully deployed and was caught in the other stent. The stent was then successfully retrieved from the other manufacturer's stent. Another balloon catheter was placed and post dilatation of the other stent was done.